Event description:
It was reported that during a coronary drug eluting stenting treatement procedure, a perforation occurred. The lesion was located in the left anterior descending artery. The physician inflated the taxus express2 monorail drug eluting stent to 25 atms and the vessel perforated. The patient was sent to surgery. Additional information has been requested for this complaint.

Manufacturer narrative:
The device is not expected to be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.